Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room in bradycardia. As the right ventricular lead [sn: (B)(4)] was not capturing, a chest x-ray was taken which revealed the right ventricular lead had pulled back and so the physician promptly scheduled a repositioning procedure. The physician attempted to reposition the right ventricular lead but had difficulty with the helix and with getting a position that provided good sensing; after several attempts to reposition the lead the physician explanted and replaced the lead. During the attempted repositioning and explant/replacement of the right ventricular lead, the atrial lead [(B)(4)] became dislodged and the physician was unable to put a stylet fully into the lead, so the atrial lead was explanted and replaced as well. The patient was stable before, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.